Event description:
The facility reported a colleague infusion pump with a 810:11 failure code. There was no report of when this condition occurred. It was reported to have occurred in the general nursing floor department. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version for this device is 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation by baxter service personnel but not duplicated. This condition was attributed to the air sensor/circuits being saturated. The device was checked for moisture and the tubing channel was cleaned and dried. The air in line printed circuit board was found to be within specifications and no repair was needed. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: while service identified the cause of the reported problem as air sensor/circuits saturated, this was solely in reference to the definition of an 810:11 failure code description per service manual 0719i0165. Therefore, quality engineering did not identify a cause for this reported problem.